Event description:
Boston scientific received information that the hard drive of this programmer broke during a software installation attempt after the power went out. Subsequently, the programmer would no longer turn on. The programmer was returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. It was observed that the programmer would not power up and it started to emit smoke. In addition, a component in the electrical circuitry was found shorted and physically altered. The programmer was repaired. Laboratory analysis was able to confirm the reported observation.